Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Alarm silenced and pump settings verified: total vol 96ml over 46 hrs. Pump turned off and back on. Pump alarmed no disposable pump won't run. Pump turned back off, line clamped and cassette removed. Tubing massaged and cassette reattached. Line unclamped and pump turned back on. Audible alarm present and no disposable alarm returned when pump restarted. Patient not affected. No further information available.